Manufacturer narrative:
As reported, two mynxgrip devices were attempted to be used for closure; however, the balloons popped/ruptured after the first inflation while in the patient. Manual compression was used to achieve hemostasis. No reported injury to the patient. The deployer is certified in using the mynx. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted to the device prior to use. The mynx was prepped per the IFU. There was no resistance felt while the device was being advanced through the sheath. Excess force was not needed or applied while advancing through the sheath. There was no stent or vascular graft in the femoral artery; however, there was presence of pvd/calcium at the puncture site. No visible damage was noted to be at the distal end of the sheath after removal. Both devices were returned for evaluation. Case-2021-00165524-1: a non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The sealant and advancer tube remained in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f2118002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case-2021-00165524-2: a non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position, and the procedural sheath was returned separated from the device. Per functional analysis, leak testing was performed on the balloon and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a tear in the balloon of the returned device, approximately 3.5 mm from the balloon proximal neck. A product history record (phr) review of lot f2118002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned devices. The cause of the loss of pressure was a tear in the balloons. The exact cause for the event could not conclusively be determined, however patient/procedural factors such as the presence of peripheral vascular disease/calcium was present at the puncture site. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instructs the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Correction made to h6, from 192 (exp date exceeded) to 19 (caused traced to user).

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2118002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two mynxgrip devices were attempted to be used for closure; however, the balloons popped/ruptured after the first inflation while in the patient. Manual compression was used to achieve hemostasis. No reported injury to the patient. The deployer is certified in using the mynx. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted to the device prior to use. The mynx was prepped per the IFU. There was no resistance felt while the device was being advanced through the sheath. Excess force was not needed or applied while advancing through the sheath. There was no stent or vascular graft in the femoral artery; however, there was presence of pvd/calcium at the puncture site. No visible damage was noted to be at the distal end of the sheath after removal.